Event description:
Walked into patient's room to dangle him on the side of the bed because the patient had just had surgery that morning. Patient had blood on dressing and notice that the cryo cuff leaked and had saturated his dressing. Took the dressing off and applied new dressing.the sales rep has been continually told about the problems with this product leaking.what was the original intended procedure?knee surgery.device #1is this a laboratory device or laboratory test?no.